Manufacturer narrative:
E1: patient city: new market. Patient country: canada. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: ca . Post office or zip code: 91325 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off the same day because the patient was perspiring a lot event on 27 apr 2026.